Event description:
Nearing the end of the procedure, probe #1 was forming ice all the way up the shaft. The doctor elected to shut down this probe and completed the procedure. No injury to patient. Probe was destroyed at the hospital.

Manufacturer narrative:
Device discarded by user. Individual serial number is not known. Device history record pulled and reviewed for manufacturing lot, no issues noted. No other probes from this manufacturing lot have been reported through the complaint system.no patient injury reported and procedure completed.